Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient mentioned that when they are getting a bolus it took 15 mins the longer 8 mins the shortest for the time it take to deliver bolus. Patient confirmed patient therapy manager (ptm) stuck at 90%. Agent assisted patient to clear data. Patient was able to connect to myptm much faster. Agent reviewed to close all open application after delivering bolus.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.